Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300294 and batch number 2209520. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained for evaluation from the manufacturing facility. The retained samples were examined; however, no signs of defect were identified. H3 other text : see h10.

Event description:
It was reported that 5 bd discardit¿ ii syringes leaked medication while withdrawing it. The following information was provided by the initial reporter: "customer complained there was medication leakage especially while withdrawing the medication. As this is onco set up they are worried that it might effect the healthcare workers safety. This happened in presence of doctor and nurse."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd discardit¿ ii syringes leaked medication while withdrawing it. The following information was provided by the initial reporter: "customer complained there was medication leakage especially while withdrawing the medication. As this is onco set up they are worried that it might effect the healthcare workers safety. This happened in presence of doctor and nurse."